Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("no longer have regular periods") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: have been premenopausal since the beginning of the year, so I no longer have regular periods. My gynaecologist always told me that I was premenopausal but I always had doubts because at 38 years of age this seemed a bit early, but I believed him. Concurrent conditions were listed as premenopause since 2013 and tinnitus (for past 4 years). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced menstruation irregular (seriousness criterion medically important), vaginal haemorrhage ("spotting 5 to 6 days before my period/ spotting has been very unpleasant"), myalgia ("muscle pain"), tendonitis ("tendinitis"), arthropathy ("joint problems"), fatigue ("very tired"), stress ("keep worrying and leading to stress") and poor quality sleep ("poor sleep"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, fatigue, menstruation irregular, myalgia, poor quality sleep, stress, tendonitis and vaginal haemorrhage to be related to essure administration. The reporter commented: don¿t know whether all of these concerns are related to the implants. I very much regret having them inserted because even if nothing proves that this is the source of my problems, nothing proves otherwise either. I am going to start by researching metal allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("no longer have regular periods") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: have been premenopausal since the beginning of the year, so I no longer have regular periods. My gynaecologist always told me that I was premenopausal but I always had doubts because at 38 years of age this seemed a bit early, but I believed him. Concurrent conditions were listed as premenopause since 2013 and tinnitus (for past 4 years). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced menstruation irregular (seriousness criterion medically important), vaginal haemorrhage ("spotting 5 to 6 days before my period/ spotting has been very unpleasant"), myalgia ("muscle pain"), tendonitis ("tendinitis"), arthropathy ("joint problems"), fatigue ("very tired"), stress ("keep worrying and leading to stress") and poor quality sleep ("poor sleep"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, fatigue, menstruation irregular, myalgia, poor quality sleep, stress, tendonitis and vaginal haemorrhage to be related to essure administration. The reporter commented: don't know whether all of these concerns are related to the implants. I very much regret having them inserted because even if nothing proves that this is the source of my problems, nothing proves otherwise either. I am going to start by researching metal allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.